Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in the emergency room and get hospitalized due to the high blood glucose on (B)(6) 2021. The customer's blood glucose at the time of hospitalization was 600 mg/dl which was treated with insulin drip. The customer reported that insulin pump had blank display and display returned after insulin pump restart. The insulin pump will not be return for the analysis.